Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2105. The cause of death was septic shock. The customer had a buttock cancer and got ill from the radiation. The caller stated that the issue started either in (B)(6) 2015. The customer had diabetes complications (the caller did not specify what complications) and kidney failure. The caller did not know the customer's blood glucose at the time of passing. The customer was not wearing the insulin pump at the time of death. The caller stated that the customer never got a chance to use the insulin pump. The customer did not use sensors and was not wearing one at the time of passing. The caller agreed to return the insulin pump.